Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with the pump and read the screen. The customer declined to provide blood glucose levels, so no information on the impact to blood glucose levels was available. Tandem technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer on putting the pump into storage mode and returning it. The customer understood and acknowledged these instructions and planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.